Manufacturer narrative:
(B)(4). Evaluation: results: (99% stenosis with calcification and a 90 degree pinch turn); other (root cause of the event cannot be determined); (stent embolism, dissection). Conclusion: (99% stenosis with calcification and a 90 degree pinch turn). Evaluation summary: the returned device was bent, wavy and kinked approx 41 cm and 62 cm distal to the strain relief. A clear liquid was present inside the inflation lumen. The distal tip was damaged indicating that it had been stubbed during advancement. The stent was returned on a snare, 11 of the segments at one end were undamaged and the remaining segments were stretched and deformed. (Ref MFR report# 9612164-2011-00033 & 9612164-2011-00034).

Event description:
An attempt was made to deploy a 3.5 mm diameter x 18 mm length integrity rapid exchange stent into a pt for the treatment of a calcified lesion at the right coronary artery. The attempt was unsuccessful and when the device was taken out, it was noticed that the stent was off. It was retrieved by snare. Info received from the account confirmed that the stent was located in the rca where a spiral dissection also developed. The rca was 99% calcified with a 90 degree pinch turn. Post retrieval of the dislodged stent, the physician unsuccessfully attempted to deliver a competitor stent. Two other integrity stents were successfully deployed to treat the lesion and the dissection. However, the pt passed away the following day due to cardiac arrest.